Event description:
It was reported that during a laparoscopic appendectomy procedure, some of the staples did not form. They removed the unformed staples. Per the surgeon, when he went to fire the device it was difficult to fire. The stump looked stapled but the staples were not fully formed into a b shape on the proximal and distal ends. This is the only info known at this time.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.